Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - use after damage.

Event description:
It was reported that this was an venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation interventional procedure. The device was visually inspected and prepped/flushed prior to advancing the device over the guide wire with issues noted. Reportedly, when the device was loaded onto a guide wire, the plunger was noted partially depressed. Use of the device continued into the anatomy after the plunger issue was noted. Resistance was noted lifting the lever. The footplate opened; however, the doctor wanted to reposition the device but couldn't close the feet due to the partial depression of the plunger. The footplate remained open and the device was deployed. The suture and device were removed. No resistance was noted closing the foot. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16f and the pulsed field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient effect. No additional information was provided.